Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, d9, e3, g3, g6, h2,h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assy and performed test. All performance tests passed. The device has returned to normal operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitaion e1 (event site name): (B)(6). Due to character limitaion e1 (event site address): (B)(6).

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) experienced automatic inflation failure during testing. There was no patient involvement.